Event description:
Procedure type: hemicolectomy. A procedure: hemi colectomy. According to the reporter: on (B)(6) 2013, a hemi colectomy with an eea31 instrument was performed without complications. No injuries to the patient. No complications. No injuries to the patient. No extension of the surgery time by more than 30 minutes, no blood loss of more than 250cc, no unanticipated loss or irreversible damage to vascular tissue, nothing fell into the patient cavity. The following day, (B)(6) 2013, the patient, due to critical conditions (fecal loss), was brought back to the operating room. The situation found was brought back to the operating room. The situation found was complete dehiscence of the anterior wall of the anastomosis. A re-operation with an eea28 was performed (total colectomy) without complications. No reinforcement material used. Clinical sample is not available since it was discarded after use.

Manufacturer narrative:
(B)(4).